Event description:
On routine device check of ICD - interrogation found 779 non-sustained vt.episodes since last check (11 months ago by family member-statement) and 17 vf episodes - for which he rec'd 6 shocks. All were found to be inappropriate by egm review. Rv lead - pacing impedance > 3,000 ohms, pacing thiershold >5 v (variable with arm movement), r-waves 4.8mv (variable with arm movement). Egm real-time and episode showed noise associated with arm movement. Suspected lead fracture or set pin malfunction.